Event description:
It was reported that there was a lead migration. Diagnostic testing included impedance testing and x-rays. The actions required as a result of the event were explant and replacement. It was noted that the healthcare professional(hcp) felt there might have been a nick in the leg of the lead intra-operatively and chose to replace it. The procedure was otherwise being done due to lead migration. Patient was alive with no injury. No patient symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).